Event description:
It was reported that the device classified what appeared to be an episode of ventricular tachycardia (vt) as an episode of supraventricular tachycardia (svt) due to the wavelet criteria. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.